Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Access was obtained from a radial approach. The 90% stenosed lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The left anterior descending artery was predilated with a 12mmx4.00mm nc quantum apex balloon. The nc quantum apex balloon was inflated to 20atms and ruptured on the first inflation. The procedure was completed with another 12mmx4.00mm nc quantum apex balloon. No patient complications were reported and the patient's status was good.